Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00334. It was reported one of the pt's (B)(6) leads was causing painful stimulation. Efforts to resolve this issue through reprogramming were unsuccessful. As such, surgical intervention was undertaken to address the matter. The initial plan was to revise the lead in question; however, during the procedure, it was discovered the lead had pulled out of the ipg with one of the contacts remaining lodged in the ipg header. Due to a funding matter, a subsequent surgery was undertaken to replace both the pt's ipg and lead. A portion of the impacted lead remains implanted as it was reportedly too difficult to remove. Effective stimulation was recaptured for the pt following the replacement procedure.

Manufacturer narrative:
Add'l: 1627487-12192011-003-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.